Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and sensor. The customer's blood glucose level at the time of incident was 434mg/dl. The customer states the sensor predict low alarmed, and the over corrected and caused the high. The customer mentioned they calibrated every time they checked their blood glucose levels. The customer does not believe the issue lies with the pump, but rather with them. The customer was educated on calibration and advised they would follow up at alter time to see if issues persist.